Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient has reported a recurring pain in her breast as well as capsular contracture, baker grade unknown. It is unknown if device has been explanted. This case relates to the left side.

Manufacturer narrative:
Reason for reoperation: rupture. Additional, changed, and/or corrected data: a.2., b.5., b.6., g.1., h.2., h.6., h.11.

Event description:
Healthcare professional later confirmed capsular contracture, baker grade ii and reported rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient has reported a recurring pain in her breast as well as capsular contracture, baker grade unknown. Healthcare professional later confirmed capsular contracture, baker grade ii and reported rupture, diagnosed by ultrasound. This case relates to the left side. Device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient has reported a recurring pain in her breast as well as capsular contracture, baker grade unknown. Healthcare professional later confirmed capsular contracture, baker grade ii and reported rupture, diagnosed by ultrasound. This case relates to the left side. Device has been explanted.